Event description:
It was reported that the patient had a nonocclusive thrombus in the right cephalic vein with otherwise widely patent deep venous structures of both upper extremities. An inferior vena cava filter was placed, and the event was resolved. The subject had the tandemheart pump and tandemlung oxygenator, but had another manufacturer¿s arterial and venous cannulae. Attempts are underway for more information, but no additional information has been received to date.

Event description:
Information was received that the thrombus was related to an intercurrent intervention, and not tandem life devices. No additional or relevant information has been received to date.

Event description:
Information was received that per the physician, the thrombus was only seen in the venous cannula, which is not a cannula manufactured by cardiac assist. No additional relevant information has been received to date.

Event description:
The patient¿s age and gender were provided. No additional, relevant information has been received to date.